Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation will decrease to 0v randomly on its own. It was noted that they never looked to see if the stimulation was actually off and at the time of the call it was showing that it was on. This issue occurs in all sorts of positions (walking, standing, sitting, and when moving left/right). The patient also noted that every once in a while when they cough they get a jolt. Last year when the patient was getting into a tanning bed, as the bed turned on, the stimulation 'took off to 400' so they quickly jumped out. The patient also reported sensitivity in their back and legs. They have met with manufacture representatives multiple times for reprogramming and the one they are on now seems to be hitting the right spot. The patient was advised to turn adaptive stimulation off to see if the issues resolved. A meeting was scheduled with their hcp on (B)(6) 2019. No further complications were reported.